Event description:
Connection issues associated to the ventricular channel during the implantation procedure were reported by the physician, who was unable to obtain a proper connection after "several" attempts. Difficulties were then sustained to loosen the set-screw, which was accomplished on the third attempt. Another pacemaker was subsequently implanted. The physician was watched the associated video posted on the company website, and as indicated, thr recommended methods were applied.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.